Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds were observed on the rv lead. Patient was asymptomatic prior to procedure. Lead was explanted and a new lead was implanted. Patient was stable.